Event description:
It was reported that patient faced an event where patient reported that infusion site failure which attributes to using defective infusion set experienced high blood glucose and treated with correction injection by multiple daily injection on (B)(6) 2026.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.